Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus issue; the stylus cable was damaged. The stylus was replaced, calibrated, and the connection between the overlay and the printed circuit board (pcb) was re-seated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was loose during a maintenance check. The stylus was calibrated but the issue remained un resolved. The programmer was returned for service. There was no patient involvement.